Event description:
New processed dialyzer was used the second time and facility now have an order for dry pack dialyzer only and ace inhibitor has been discontinued. Hospitalization was required for both incidents, no death resulted. Pt was on benazapril 10 mg every day; now discontinued (10/28/94), no other sensitivity noted. Anaphylactoid reaction possibly caused by ace inhibitor/membrane variation or possibly residual formaldehyde sensitivity, despite negative schiffs residual test results both times. Pt has had 2 episodes, the first time dialysis was initiated with a new processed dialyzer (first time use) he developed respiratory arrest, followed by hypotension, ventricular fibrillation, bradycardia and was treated with acls protocol successfully. He was admitted to the hosp where he was dialyzed by the dialysis team using a new dry pack (non processed) dialyzer approx five times without incident. Upon returning to the chronic dialysis facility, dialysis was initiated again using a new processed dialyzer. Pt went into respiratory arrest within 30 seconds of initiation of dialysis, became hypotensive and developed bradycardia, which was treated successfully with acls protocol. Pt was then transferred to the hosp per ems. When the pt returned to the chronic facility the following monday, dialysis was initiated with a change to a dry pack (non processed) dialyzer and the medical director present. Pt completed treatment without incident. Rptr is presently scheduled for allergy testing on 1/5/95. In the meantime, benazapril has been discontinued and he will continued and he will continue to dialyze with a dry pack dialyzer. Priming solution: normal saline, volume: 120 ml. Conventional dialyzer: new, processed, first time use, automated processing. Cleaning agents: bleach. Disinfectant: formaldeyde. Number of reuses: first time on both incidents. Treatment for anaphylaxis: o2, epinephrine, atropine.